Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10966r30, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer indicated the patient was receiving intrathecal baclofen 750 mcg/day (concentration unknown) and dilaudid 15 mg/day (concentration unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex regional pain syndrome. It was reported the patient's first pump "tipped totally forward". This happened over a period of time and they would have to "manipulate the pump at refills". This was resolved when she got a new pump. Additional information has been requested, but was not available as of the date of this report.